Manufacturer narrative:
The field service representative (fsr) inspected instrument and observed a bent reagent probe. The part was replaced to resolve the issue. No additional discrepant result issues have been reported since the part replacement. The reagent probe was determined to be the cause of the issue. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. A review for similar complaints did not identify an increase in complaint activity related to the current issue. Additionally, a review of complaint and trending data associated with the reagent probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency for the alinity c processing module, serial number (B)(6), or the reagent probe was identified.

Event description:
The customer reported falsely elevated potassium generated from alinity c processing module and provided the following data: k initial result was 8.9 and repeat result was 3.8 mmol/l. Customer reference range 3.5-5.1 mmol/l per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium generated from alinity c processing module and provided the following data: (B)(6) initial result was 8.9 and repeat result was 3.8 mmol/l. Customer reference range 3.5-5.1 mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.